Manufacturer narrative:
A ge service rep performed an on site investigation. The software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported the system intermittently failed to produce an image. No report of pt injury.